Manufacturer narrative:
The leak was due to loose cap. Service was not dispatched. This is not a device issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report iga reagent leaked while unloading shipping boxes. No injury was reported.